Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3+ functional tricuspid regurgitation (tr), thin leaflets and enlarged atrium for a triclip procedure. During the procedure, the clip was unable to pass establish final arm angle test (efaa) as it opened up 5 to 10 degrees. However, the clip was implanted. The tr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.